Manufacturer narrative:
Product event summary: the device was returned. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about one month post implant the patient presented with heart failure determined to be due to 'pacemaker syndrome.' The implantable pulse generator (ipg) was upgraded from a single chamber to a dual chamber and a right atrial (ra) lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.